Event description:
The pt underwent cerebral arteriogram and gdc embolization of the left middle cerebral artery in an attempt to seal off cerebral aneurysms. During the procedure, while attempting to place a gdc in the middle cerebral artery, a portion of the coil broke off and a part of the gdc was left in their carotid artery. Attempts were made to retrieve the gdc, but failed. The procedure was continued and two additional gdcs were deployed. However, the middle cerebral artery was occluded by the coil. The pt ultimately suffered a stroke. Pt can't speak or use right side. No specific info is available regarding the brand name of the device.